Event description:
Customer's father reported via phone call that customer received a battery out limit alarm and was not able to clear. It was reported that insulin pump froze then alarm was received. It was also reported that esc button was not making the clicking noise which allows one to know that it is working. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.